Event description:
Boston scientific received information that during a follow up interrogation of this device showed the battery status was at end of life (eol). In addition, the programming configuration for the device was different than originally programmed, and the patient was symptomatic of chronotropic incompetence. Premature battery depletion was suspected and a device replacement has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Information was later received indicating this device was replaced five days after the patient's device check. The explanted device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.